Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent auto-off alarms occurred. Customer alleged that there had been interaction prior to alarm. Customer¿s cgm bg reading was above 400 mg/dl, and the meter bg reading was 600 mg/dl with trace of ketones and reported passing out. Elevated blood glucose was address with correction bolus via the pump. The customer declined to upload pump data for review and reverted to an alternate method of insulin therapy.